Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of personal independence in daily activities ("ruined the essure life"), alopecia ("heavy hair loss"), mobility decreased ("mobility problems"), anxiety ("anxiety attacks"), abdominal discomfort ("digestive discomfort"), gastrointestinal infection ("digestive infection") and head discomfort ("not right in head"). The patient was treated with surgery (the contraceptive spring that left us without a womb). At the time of the report, the pelvic pain, genital haemorrhage, loss of personal independence in daily activities, alopecia, mobility decreased, anxiety, abdominal discomfort, gastrointestinal infection and head discomfort outcome was unknown. The reporter considered abdominal discomfort, alopecia, anxiety, gastrointestinal infection, genital haemorrhage, head discomfort, loss of personal independence in daily activities, mobility decreased and pelvic pain to be related to essure. The reporter commented: cross referenced with case number: (B)(4). Concerning the injuries reported in this case, the following ones were described in patient¿s via social media: extreme pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of personal independence in daily activities ("ruined the essure life"), alopecia ("heavy hair loss"), mobility decreased ("mobility problems"), anxiety ("anxiety attacks"), abdominal discomfort ("digestive discomfort"), gastrointestinal infection ("digestive infection") and head discomfort ("not right in head"). The patient was treated with surgery (the contraceptive spring that left us without a womb). At the time of the report, the pelvic pain, genital haemorrhage, loss of personal independence in daily activities, alopecia, mobility decreased, anxiety, abdominal discomfort, gastrointestinal infection and head discomfort outcome was unknown. The reporter considered abdominal discomfort, alopecia, anxiety, gastrointestinal infection, genital haemorrhage, head discomfort, loss of personal independence in daily activities, mobility decreased and pelvic pain to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following ones were described in patient¿s via social media: extreme pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.